Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant this right ventricular (rv) lead had dislodged. The issue was discovered following delivery of tachycardia therapy for an atrial arrhythmia as the lead was noted to have dislodged into the patient's right atrium. Tachycardia therapy was programmed off to avoid further episodes of inappropriate therapy until the time of revision wherein the lead was successfully repositioned and tachycardia therapy reprogrammed on. Follow up was performed again several days later and no further issues were observed. No additional adverse patient effects were reported. This lead remains in service.